Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant procedure, the lead was opened, and the physician complained there was white powder on the tip of the lead. The physician chose to implant a different lead. No patient complications have been reported as a result of this event.